Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a fingerstick glucose of 278 mg/dl and no reported symptoms, and performed a full supply change including a rewind, new cartridge, tubing primed to drops, and a new infusion set; no kinks or moisture were observed at the site or cannula, and subsequent follow-up confirmed a downward trend to 178 mg/dl. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of the information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial